Event description:
On (B)(6) 2026, a patient using the omnipod 5 system experienced severe hypoglycemia while in manual mode. The system had remained in limited/manual mode for over four weeks due to ongoing sensor signal issues, including repeated dropouts reported since late december. On the day of the event, a nurse administered a bolus, but the patient did not eat and fell asleep, leading to a rapid and severe decline in blood glucose as it dropped below 40 mg/dl. Emergency responders at scene removed the sensor, but the pod continued delivering basal insulin because automated mode had not been re-enabled after prior safety restrictions. Hypoglycemia persisted despite first-responder intervention. The patient was transported and admitted to the hospital for one week (on (B)(6) 2026). Reported diagnosis included severe hypoglycemia, hypotension and hypothermia. It was noted that the patient is in a terminal-stage of pancreatic cancer. Patient was prescribed with glucagon to help the blood glucose level to increase. The pod and sensor were discarded by hospital staff. Post-event, the patient stabilized and continues to use the omnipod 5 system. Dexcom was notified of the sensor event on february 23, 2026.

Manufacturer narrative:
Cloud data was reviewed for the period on 05feb2026-06feb2026. Review of the cloud data found that the system was operating in automated mode on the morning on (B)(6) 2026. Review of the patient history buffer (phb) data found that while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased above the user's setpoint until the maximum microbolus amount was reached. At 12:20 on (B)(6) 2026, an automated delivery restriction (adr) alert was generated due to the automated algorithm delivering at the maximum automated basal rate allowed by the system for an extended period. The adr alert put the system into automated mode: limited until the alert was acknowledged at 13:06 on (B)(6) 2026 and the system transitioned to manual mode. Additionally, a 6.45 u bolus was delivered at 13:13 on (B)(6) 2026. The phb data showed that the user's estimated glucose values decreased from 243 mg/dl at 13:15 to below 40 mg/dl at 23:45 on (B)(6) 2026. The phb data showed that the pod remained in manual mode until 10:45 on (B)(6) 2026, which is the last phb record for this pod. While in manual mode, the system correctly delivered the user's manual basal program of 0.6 u/hour. No evidence of issues with insulin delivery was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction to h3, h6. The physical device was not returned for investigation, however cloud data investigation was completed.